Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and three similar complaints for this lot number were found. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint was confirmed for this device. The root cause is attributed to the manufacturing process. Corrective action is in process.

Event description:
The distributor reported that a foreign object was identified in the barrel of the syringe included in the kit during their initial inspection of received product. The device was not sent to a user facility.